Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. Retain testing could not be performed as the test strip lot number was not provided. The reported issue could not be reproduced. A device history record (DHR) was done on the subject meter lot, which was found to have a deviation. The planned deviation is in regards to a rework on the meter software, which has no adverse impact on the product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the user facility contacted lifescan (lfs) belgium alleging that the hospital¿s onetouch veriopro+ meter displayed a ¿c low¿ message. The complaint was classified based on customer care advocate (cca) documentation as the user facility was unavailable for follow-up in order to obtain further information. The reporter was unable to detail the date that the meter message occurred, but stated that the meter displayed a ¿c low message¿ when a nurse performed a blood glucose test on the patient. It is unknown what medication(s), if any, the patient takes to manage their diabetes. The reporter claimed that the nurse administered IV glucose to the patient in response to the alleged issue. The reporter denied that the patient developed any symptoms but stated that when the nurse tested the patient¿s blood glucose later in the day using a different veriopro+ meter, she obtained results of ¿360 and 362mg/dl.¿ no further treatment was reported. It is unknown if it was the first time the meter was been used or if there was any misuse of your product. Replacement products were sent to the patient. This complaint is being reported because the healthcare professional administered treatment to the patient after the alleged meter issue occurred.